Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported "water was leaking from the water sack before the customer opened the primary packaging." Per additional information received, the water leaked/empty water sachet. Photos depicting the reported complaint issue were provided by the complainant.